Manufacturer narrative:
The lot was manufactured october 20, 2017 ¿ october 23, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors leaked. This occurred after filling with 3500mg fluorouracil in an unspecified diluent. There was no patient involvement. No additional information is available.